Event description:
Customer reported that a patient developed reactions with skin ulcers approximately three weeks following an ileostomy closure. Additional information was requested; no further information was received.

Manufacturer narrative:
Date sent to the FDA: 04/28/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.